Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6), 2008 with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. "It was alleged the plaintiff experienced "inflammation," "continued incontinence, pain and suffering, emotional distress," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.